Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) had sensing issues on discrimination channel, and had unspecified over-sensing and under-sensing issues. The patient was asymptomatic. No changes were made, and there were no consequences.